Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that during therapy driven by the ac power supply, the intra-aortic balloon pump (iabp) switched suddenly to battery power supply and was unable to switch back to the ac power supply. The iabp was replaced with another to continue therapy. However, there was no patient injury or adverse event reported.

Manufacturer narrative:
(B)(4) 2017 06:16 pm (gmt-4:00) added by (B)(6) ((B)(6)): the getinge field service engineer (fse) reported that the incident was duplicated. It was determined that the charging failure was due to power supply failure. The power supply was replaced. The fse performed running test without generating any problem. The iabp was put back into service for clinical use.

Event description:
The customer reported that during therapy driven by the ac power supply, the intra-aortic balloon pump (iabp) switched suddenly to battery power supply and was unable to switch back to the ac power supply. The iabp was replaced with another to continue therapy. However, there was no patient injury or adverse event reported.